Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the implant had not been working for almost 2.5 years. Patient stated they were in a bad accident and did something to her shoulder and they need to do an shoulder MRI and need the paper work to show her MRI eligibility. Patient reported they are not able to connect to the implant with the patient programmer. Patient stated they don't have hcp for the implant. Agent reviewed MRI eligibility form / information. Agent asked patient if they are able to use the programmer and patient said they don't know where the programmer is located. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.